Event description:
Machine fio2 sensor reading 21% o2, even though machine set for 10l/min o2. Anesthesia was local with sedation, and no harm resulted to this patient. Biomedical and clinical engineering investigated. It is believed that two failures occurred. It is possible that the air valve solenoid in the vent module is stuck in an open position and the one-way oxygen valve is malfunctioning. During the procedure, the vent module was not in use. We believe the open air solenoid is causing backflow of medical air through the open oxygen solenoid and 1-way valve. This resulted in medical air backflowing through the oxygen tubing in the wall gas unit component, and subsequently to the fresh gas outlet and to the patient. The machine's oxygen sensor was tested with two independent oxygen sensors and confirmed to be working properly. Thus we can confirm that the adu is indeed delivering 21% o2.